Manufacturer narrative:
The received device had the cannula assembly deployed. The device was unable to establish communication with the master pdm and not data was able to be downloaded. Inspection of the device found cracks on the top and bottom housing, damage to the bottom housing vent, damage to the piezo and piezo springs, and damage to the reservoir and plunger, but the exact cause of this damage could not be determined. The exposed portion of the soft cannula was found to be bent. Although this damage was observed, it cannot be determined when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. The patient's mother stated that there was nothing unusual about the cannula; she stated that it was bent but it was probably from being in her purse for a couple of days. As treatment, a manual injection of insulin was delivered (2 units) and a new pod was applied. Another bolus was given after the pod was changed of 2 units via syringe.